Event description:
The customer reported that while the unit was in use on a patient, the unit generated a "fiber optic failure" alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed the "fault code 43" (fos module failure). The company representative replaced the "fiber optic assembly" (part number - 0997-00-1161). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).